Event description:
It was reported that a patient underwent implantation of a fortiva graft on (B)(6) 2020 as part of the appear study, subject#: (B)(6) . Six months post-operatively, the patient had cording where her lymph nodes had been removed and had been getting fluid build up, stating it hurt at times.

Manufacturer narrative:
A comprehensive records re-review is in process. Once results are available, a follow-up med watch will be submitted.

Manufacturer narrative:
Rti germany conducted a comprehensive records review. There was one departure noted during records review (drying temperature exceeded), that had no affect on the quality of the fortiva grafts). Rti has manufactured and distributed a total of 35 fortiva grafts for lot pd17380001 without related complaints for the lot. Batch documentation disclosed that serial ID (B)(6) met rti germany's fortiva specification. Additionally, the case reported refered to a female patient after breast reconstruction and contains several adverse events such as; suspected cording or axillary web syndrome, fluid build up considered as swelling due to edema, pain and extra skin considered as wrinkling, as well as feeling bruised. The event date was reported one day after the surgery and would be rather implausible for several of the reported events (cording, axillary, web syndrome and wrinkling), which would need more time to develop. Moreover, the reporter did not provide a causality assessment for the report event. However, cording and swelling are often reported after lymphnode removal and may therefore fit into the described situation. Pain may also be a consequence, however, in the event description the reporter specifically referred to the stitches indicating that the pain could be associated to the stitches, edema or cording. But no confirmation or further description from the reporter was received. To date, rti germany's investigation the adverse event is associated with a source or event extrinsic to the fortiva implant.